Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported that they were unable to connect to the pump using the handset and communicator. The patient confirmed that the blue light was blinking on the handset and no pump found displays. The caller confirmed that bluetooth and location were on, and airplane mode and mobile data were turnedoff. The agent walked caller through resetting the communicator and handset and the patient attempted to connect again and confirmed no pump found displayed. The patient also confirmed that the communicator wasn't connected to the charger. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the communicator.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6) ubd: 07-sep-2024, UDI#: (B)(4) communicator was received on 03/04/2026. Analysis found electrical failure (trs210010.1/peak-peak voltage at probe/0). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.